Event description:
We received a report from an amo sales representative that during the implantation of an intraocular lens, both haptics stuck together along with a significant length of the total haptic. While working to separate the haptics, damage to the capsular bag occured. As a result of the capsular damage, the iol was not able to be rotated into its final positon. The lens remained implanted and a vitrectomy was not required. In follow up it was learned that the patient was not dissatisfied with their visual outcome as they did have a very advanced cataract prior to the procedure.

Manufacturer narrative:
(B)(4). Manufacturing records were reviewed. The device manufacturing records were reviewed and showed no deviations. Lenses are 100% cosmetically inspected by means of 12x magnification. Any optic or haptic deviations would have been noticed by the inspector and would have lead to a rejection of that lens. The batch passed all acceptance criteria for all tests performed and is within all specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.